Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported missing segments on the screen after the insulin pump was dropped. Advised that the insulin pump would be replaced. The customer did not have a back up plan, and called the paramedics for assistance since she was also experiencing a high blood glucose reading of 367 mg/dl. Nothing further was reported.